Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t4 thermistor. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to biomed, they had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance), chiller temperature (t4) reading was 99.9 degrees, gave them part number and price for new tank harness. Per follow up information received via phone on 13jun2024, it was reported that they had ordered temperature sensing probes to replace them. After the probe was replaced, they will return the device to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to biomed, they had the arctic sun device with an alarm 78 (non-recoverable system error chiller water temperature sensor out of range ¿ low resistance), chiller temperature (t4) reading was 99.9 degrees, gave them part number and price for new tank harness. Per follow up information received via phone on 13jun2024, it was reported that they had ordered temperature sensing probes to replace them. After the probe was replaced, they will return the device to service.